Manufacturer narrative:
Additional information: d1, d4 (model#, catalog#, expiration date, lot#, UDI#), d10, g4, g5 (PMA/510(k)#), h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shipping wedge was returned and was noted to be damaged. It was reported that a component disengaged from the device into the surgical cavity, the shipping wedge was broken or yellow pieces have broken off from the shipping wedge, and the yellow shipping wedge wrapped around the jaws of the reload came off the device before the user was ready to remove it. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure, while stapling, a piece of a yellow shipping wedge broke and fell into the patient's abdomen. The piece was retrieved using an endoscopic instrument. It was also reported that it was impossible for the staff to determine from which reload it detached from. There was no patient injury.